Manufacturer narrative:
Submit date: 4/11/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the pump gave a high pressure alarm during use of the nj tube. At first, the tubing was not occluded when there was a high pressure alarm; however, a few days later the tube was clogged. A x-ray showed that the tube was knotted.

Manufacturer narrative:
No sample received. The DHR file was reviewed indicating that product was released meet all quality standard requirements. Complaint shall be reopened if a sample is received. No sample was received, therefore, the reported condition could not be confirmed. No corrective actions are deemed necessary at this moment. The process is running according to product specifications meeting quality acceptance criteria will be keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.